Event description:
It was reported that during a routine follow up, the device displayed two software reset alerts when interrogated. A successful download was completed and the device returned to normal operation. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.